Event description:
It was reported that a yellow alert atrial arrythmia burden (aab) was displayed for this patient's implantable pulse generator (ipg). The device is programmed vdd due to dislodgement of this atrial lead. Review of the stored atrial tachycardia response (atr) electrograms (egm) showed an inappropriate mode switch due to oversensed noise on the atrial channel. Additionally, elevated atrial threshold measurements were observed. The following physician is aware of the clinical observations. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.